Event description:
It was reported that while performing peritoneal dialysis (pd), a home patient (hp) received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine, during drain. The hp had not pressed stop when they disconnected, in order to use the bathroom, and then had reconnected. The technical service representative (tsr) explained to the hp the importance of pressing stop, if the hp needed to disconnect. The tsr assisted the hp in clearing the alarm and advised the hp to start over with new supplies. There was patient involvement, however no adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the system error 2240 was a use error, due to the patient incorrectly disconnected from the setup. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained from that review, a supplemental report will be submitted.